Manufacturer narrative:
Date of report: 08sep2021.

Event description:
It was reported to philips by a customer that the unit's screen turned black, the unit turned off, and no alarm went off during patient use. It was reported to philips by a customer that the unit's screen turned black, the unit turned off, and no alarm went off during patient use. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme stated the unit¿s screen turned black, and the unit turned off without an alarm. It was reported to the rse that the battery was manufactured in 2011. The battery exceeds the recommended required maintenance of the battery. Per the v60 service manual, the battery is to be replaced every five years. The customer was advised to replace the battery.

Manufacturer narrative:
The customer's alleged malfunction was confirmed, and it was determined that the cause was a faulty battery in use beyond its expected lifespan. The customer replaced the battery to resolve the issue. The device passed testing and was returned to service.